Manufacturer narrative:
Investigation of returned guidewire revealed that the core wire was broken off at nearby the distal end, coil was long elongated but the device was in one unit up to the distal end without breakage. Trace of breakage due to pulling force was observed at the core breakage site. Lot history review revealed no anomaly with this lot products. All the shipped products are inspected during the production process for meeting the products specifications and releasing criteria. Based on the information reviewed, there is no indication of a product deficiency. It is inferred that the guidewire was trapped in the calcified isr lesion when crossing of the guidewire was attempted, under such condition guidewire removal with force was unintentionally performed, resulting the pull-apart breakage of the core with to the force exceeding the product design limit. Also the coil was stretched and elongated but not broken apart. IFU describes in its warning section; if resistance is felt due to spasm, bending of the guide wire or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged. Do not manipulate the guidewire through strut of stent.

Event description:
Reportedly, in the pci procedure to calcified isr lesion at #6 where a stent had been implanted, subject guidewire was advanced and vessel revascularization was performed. When removal of guidewire was attempted, physician noticed the wire trapped in the calcified lesion and elongation of the guidewire coil. A microcatheter was advanced over the guidewire and they were entirely removed out as a unit. There was no patient impact.

Manufacturer narrative:
(B)(4).